Event description:
Device malfunction: none. Symptoms/ae: (1) cva, numbness affecting the right hand and mild speech difficulty, (2) vasospasm. Time of symptoms/ae: (1) post procedure, (2) during the procedure. It was reported that after pta stenting of the left internal carotid artery (lica), the patient developed an acute onset of numbness affecting the right hand and mild speech difficulty. A MRI, performed 2 days later, revealed multiple new cerebral infarctions located in the left occipital region and the left posterior temporal parietal area. There is also evidence of multiple chronic small vessel lacunar infarctions. The speech improved significantly within 24 hours but the numbness on his right hand with fine motor deficit, continues. The patient also experienced vasospasm during the procedure, medically treated with nitroglycerin. The subject was sent home from the hospital on aspirin and plavix. No additional information is available.

Manufacturer narrative:
B5: study event. During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.